Event description:
It was reported that a power source alert 07 was triggered. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Tandem technical support instructed the customer to plug the wall adapter into a known working outlet and wait at least 30 consecutive minutes for the pump to begin charging, with a follow-up planned.